Manufacturer narrative:
(B)(4). Batch # m9188l. The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. In addition, the rotation knob was observed to be broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident of malformed clips. No conclusion could be reached as to what may have caused the reported event and the damage at the rotation knob. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 information was not provided by the contact. Additional information was requested and the following was obtained: how did the clip applier break: during the use did the clip applier jam: no did a part break off of device: yes if so, what part broke off: gray ring located on the proximal part of the stem if part broke off, did it fall into patient: no was part retrieved: yes is part coming back for analysis: yes or was part discarded: no

Event description:
It was reported that during a gall bladder procedure, the surgeon tried to use the clip applier but could not use it because it did not close the clips and the clip applier broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.